Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in a mildly tortuous and non-calcified mid segment of a coronary artery. A 16 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in a mildly tortuous and non-calcified mid segment of a coronary artery. A 16 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A1. Patient identifier: (B)(6). A2. Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no kinks or damages. A visual and tactile examination identified damage to the inner and outer extrusions. An examination of the inner identified that the inner was bunched and damage at 2.6cm proximal from the proximal edge of the proximal balloon cone. Further examinations identified a rupture/hole in the outer extrusion. This hole in the outer was located at 3cm proximal from the proximal edge of the proximal balloon cone. No other damage was identified.